Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3389s-40, lot# v853915, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# va0t27s, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va00p3q, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that in 2015, there was an issue with the lead as it was not functioning so it was replaced. The patient confirmed that the revision already took place and he recovered completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.